Event description:
It was reported that a pump declared alarm 30 during pumping. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy and to put the pump into storage mode. A replacement pump was confirmed for shipment, and the caller was advised to return the problematic pump within ten days using a prepaid label, which the caller understood and acknowledged.